Event description:
It has been reported to philips that system fluoroscopy was not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the hard disk was failing. The hard disk has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the planned non-emergency neurovascular treatment when the issue occurred, and the procedure was completed by restarting the system which delayed the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Analysis of the system log file does not contain any fluoroscopy errors. During troubleshooting, the fse identified that the host pc os (operating system) had corrupted and suggested to reinstall host pc operating system software. The fse replaced the hdd (hard disk drive) and restored a host pc hdd backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.